Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that the test lead was not damaged. The scrub registered nurse (rn) mistakenly started to remove the stylet from the lead and the doctor was unable to reinsert it. They did not have a back-up test lead so the patient was sent home with one lead for his percutaneous nerve evaluation (pne) trial.

Manufacturer narrative:
Concomitant medical products: product ID: 3531, product type: external neurostimulator. (B)(4).

Event description:
The manufacturer representative (rep) reported that one of the trial leads was damaged during the procedure. The rep used one lead for the trial. It was further reported on (B)(6) 2015 that the test lead was damaged by the scrub registered nurse during the procedure. If additional information is received, a follow-up report will be sent.